Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary (rca) artery. A 3.00 x 12 synergy drug-eluting stent was advanced to treat the lesion but failed to cross. After removal of the device in order to advance with a non-bsc support catheter, the distal end of the stent was found to be lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.